Event description:
Report received from distributor: "chamber over filled when connected to water bag". No injury reported. The co has evaluated the returned autofeed humidification chamber. The co was not able to reproduce the reported problem. It was observed that there was a crack in the side wall of the chamber dome that extended to the base. The surface of the dome appeared to have cosmetic scratching around parts of the base. No other damage was evident. The chamber was connected to a water bottle and filled. The chamber stopped filling before reaching the max water level line. The chamber was found to fill normally, the water level was controlled with no overfilling. The chamber was disassembled and all parts measured. All parts were within required tolerances. The reported fault of chamber overfilling could not be replicated, however the crack in the dome could be replicated when subject to non-standard handling.